Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose after getting a no delivery alarm. It was stated that his blood glucose was treated with an insulin drip. The mother believes that it was a site related issue because his glucose level came down after changing out the site. Troubleshooting could not be performed as customer's cell phone was running low. No further information was provided.